Manufacturer narrative:
Device is a combination product.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Struts on row 6th from the proximal edge were misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The target lesion was in the left anterior descending artery. As the 2.25x20mm promus element stent was opened and prepared for use it was noted that the the stent struts on the delivery system were sticking out. The procedure was successfully completed with another same device. No patient complications were reported and patient status is stable.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. The target lesion was in the left anterior descending artery. As the 2.25x20mm promus element stent was opened and prepared for use it was noted that the the stent struts on the delivery system were sticking out. The procedure was successfully completed with another same device. No patient complications were reported and patient status is stable.